Event description:
N/a.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. The device was returned to the factory for evaluation on (B)(6) 2025. An investigation was conducted on (B)(6) 2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact heater wire or the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations. An activation and transection capability test was performed over four (04) repetitions using "max life test method (B)(4). The device was not able to transect tissue. No additional testing was conducted. Based on the returned condition of the device as well as the evaluation results, the reported failure " electrical /electronic property problem¿ was confirmed. A manufacturing engineer evaluation was conducted. The reported failure "electrical/electronic property problem" was not confirmed. The complaint device was connected to the complaint lab's hemopro power supply (B)(6), hemopro 2 adapter ((B)(6)), and hemopro 2 extension cable (c­ vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicated lectrical energy is being delivered to the complaint vh-4000 hemopro2 tool. The toggle on the handle was released and the toggle returned to the neutral position. The audible beeping stopped indicating that the device was no longer activated. It was observed that the heating element on the jaws of the complaint vh-4000 hemopro 2 tool did heat up, indicating energy was being delivered to the heating element. The device passed the pre-cautery test; it did produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. Based on the manufacturing engineering evaluation results, the reported failure " electrical /electronic property problem¿ was not confirmed. The lot # 3000488741 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a radial artery harvest, the vasoview hemopro 2 wand quite delivering energy and could not be made to work again. Pre-cautery test was performed per the IFU, but did not pass. The harvester waited an appropriate amount of time for the polyfuse timeout to return to normal. Waiting did not work. Then they tried another cable, then adapter, then power supply all of which did not correct the problem. Power setting on the hemopro power supply was 3. They then opened another vh-4000 kit and were able to finish the harvest. There was only a short delay in procedure to go through the mention troubleshooting steps. There was no harm or injury to the patient.